Event description:
The customer reported experiencing high blood glucose of 500 mg/dl. The customer state that the reservoir in the insulin pump was broken and insulin was leaking into the reservoir compartment. The customer treated her glucose level with manual injection and lower to 477 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion an be drawn at this time. We therefore consider this report complete to the best of our knowledge.